Manufacturer narrative:
No new information received since the last report submitted. This medwatch is also submitted to send the result of the investigation of this complaint. The review of the device history records and traceability wasn't realized because information about implant (reference and lot number) weren't communicated. After many attempts realized, no other information was provided by the reporter. Based on the available information , the root cause of the event remain undetermined. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : revision for unknown reason no additional information received. According to the surgeon , the incident is not device related.

Manufacturer narrative:
No investigation possible to date of initial report, as no information available regarding reference and lot# of device. Attempts have been made and no further information has been provided. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : revision for unknown reason nov, 1st 2017, it was reported that (B)(6) has an explant removal case for mobic on (B)(6) 2017 with dr. (B)(6). According to the surgeon, there is not a complaint by the surgeon or a product malfunction - the case stems from a further injury to the patient. Surgeon plans on removing the mobi-c and replacing with fusion as well as fusing the above and below level. No more information given after 4 follow-up requests.